Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-11144 and 11145. The pt reported he had not received sufficient stimulation from the system. In addition, he reported he had burning sensations while charging as long as he had the system. The pt reported he wanted to meet with a sjm rep, and wanted the system to be removed. The sjm rep spoke with the pt and the pt reported he had an alleged sexual dysfunction from the scs system. The pt denied he had any stimulation to the groin area. The sjm rep provided the pt with the charging recommendations. The pt reported he had fallen asleep charging in the past and received a burn. On (B)(6) 2012, st jude medical (B)(4) sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.